Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected troponin I results from two individual patient samples were obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Precision testing was acceptable without any additional maintenance or service actions taken, however, as the precision test was completed 15 days after the date of the event, an instrument issue cannot be ruled out as a contributing factor to the event. There is no indication that a reagent issue contributed to the event. Pre analytical sample processing could not be ruled out as it is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations and therefore, improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained two non-reproducible, higher than expected troponin I results from two individual patient samples using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient a result: 0.715 ng/ml vs. <0.021 ng/ml. Patient b result: 1.564 ng/ml vs. <0.021 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected results were not reported from the laboratory. No treatment was altered, stopped or initiated and there was no allegation of patient harm as a result of this event. (B)(4).